Manufacturer narrative:
Additional information: f10/h6: component codes, h6, h11. H11: a review of the event history log identified the reported 'uso sensor failure' as a uso sensor failure low (error code 21515); the reported infusion parameters were identified in the log. The device was not returned; therefore, a device analysis could not be completed. However, error code 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The occurrence of this system error does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the nurse may decide to stop an infusion and obtain a new pump. This is unlikely to result in a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion (uso) sensor failure (error code 21513) alarm. This was observed during patient infusion of fentanyl at 20ml/hr for a volume to be infused (vtbi) of 80ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, g3, h3, h6, and h11: g3: date received by MFR: the original complaint receipt date is 02/07/2025. H11: the device was received for evaluation. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.